Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the hospital on (B)(6) 2018. The cause of death was hypoglycemia. The customer had successful back surgery recently, went to a rehabilitation facility for a week, but had given themselves 24 units of insulin and had a low while in rehab. The customer was found unresponsive and was taken to the ER. They were treated and their blood glucose increased to 150 mg/dl; however, they still needed to be placed on life support. The customer was removed from life support after 5 days. The customer's blood glucose at the time of death is unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.